Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) expired. The patient had been discharged following a lead revision procedure initiated due to left ventricular (lv) lead dislodgement. The procedure was successfully completed, implanting a non-bsc lv lead. A small open chest wound was noted. There were no inflammatory parameters. Ten days later, the patient presented to another hospital showing symptoms of sepsis. The rapid progression supports septicemia, with multiple organ failure. Patient's death unrelated to cardiac conditions; physician suspects the open chest wound was the source of the infection that ultimately contributed to patient death. The device was buried with the patient and thus unable to be returned for product analysis.

Manufacturer narrative:
As part of the study protocol, all reported deaths and potential heart failure events were reviewed and adjudicated by an independent mortality or heart failure event committee. While the study was being conducted, boston scientific was blinded to this death information. Adverse event forms were submitted directly to the event analysis department shortly after the reported patient death, however, the information from the adjudication committee was not available until after the primary endpoint had been reached. Subsequently, boston scientific crm received additional information from the adjudication committee on october 3, 2009. This group of physicians unanimously concluded that the patient died due to non-cardiac causes most likely recurrent sepsis. Although the case of death was due to sepsis, no key clinical and/or laboratory descriptors were performed to confirm.